Manufacturer narrative:
(B)(4).

Event description:
The patient heard the pump alarm last night ((B)(6) 2013) so they came to the clinic to get it checked. The motor stall message was in the attention dialogue box. The pump was interrogated again to check the logs and the motor stall occurred last night ((B)(6) 2013) at 18:42. The patient did not have an MRI or any other environmental interaction that may have caused a stall. The last event in the log before the motor stall was a pump refill on (B)(6) 2013. Last week the patient was quite irritable and more spastic, and ¿just didn¿t feel right¿. The symptoms started before the motor stall was logged. Additional troubleshooting was discussed as well as the option to program the pump to minimum rate mode to prevent overdose in case the motor stall were to recover and the patient was getting oral medication. At the time they had scheduled a pump replacement on (B)(6) 2013. Drug delivered via the device was baclofen 2000mcg/ml administered at a rate of 760.7 mcg/day. It was later reported that the patient¿s device was interrogated and the motor stall was recovered. Motor stalled on (B)(6) 2013, with a tube set log message on (B)(6) 2013 and a motor stall recovery on (B)(6) 2013. They were unable to determine the cause. The patient got a new computer and had it in his lap for most of the day. It was stated that patient had noticed increased spasticity with the motor stall and was not able to use the computer so it was removed from lap. Reporter denied any other emi or magnetic interaction at this point. Although the patient was scheduled to have the pump replaced there was a question about the pump replacement with the motor stall recovery. The device was not explanted. The patient was advised that it may occur again and to watch for when it happens to see if it could be related to a magnet turning it off. The physician reprogrammed the pump. The alarm was set at 10 minutes. The patient was to call him with any change of pump status. A follow-up report will be provided if additional information become available.